Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a cracked case at the display window corners and a cracked belt clip slot. The test infusion set and reservoir locked into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 4.4mmol/l. The customer stated the pump is broken at reservoir compartment and reservoir doesn't stay in place. The customer doesn't know how the damage occurred. The customer was advised to returned pump and we will replace.